Manufacturer narrative:
A follow up report will be submitted upon completion o the investigation.

Event description:
It was reported to philips that the device failed the operational check test. The customer reported that the leads, cable, and test loads were changed and the issue still occurred. The shock test was performed at 200j but the device test result recorded 179j. The customer repeated the testing 10 times and found similar readings. There was no reported patient involvement.